Manufacturer narrative:
The returned ipg was fully charged from hibernation. The device was analyzed and no anomalies were found.

Event description:
It was reported that the patient was experiencing issues with charging and the ipg would no longer reach a full charge. The patient underwent an ipg replacement procedure and is doing well post-operatively. The ipg will be returned.

Event description:
It was reported that the patient was experiencing issues with charging and the ipg would no longer reach a full charge. The patient underwent an ipg replacement procedure and is doing well post-operatively. The ipg will be returned.